Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked propofol. This was noted prior to patient use. It was further specified that the set had a puncture hole in the tubing above the roller clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which noted a cut in the tubing. Functional testing including pressure test and clear passage were performed and a leak was observed. The reported condition was verified. The cause of the condition was due to the blades of the packaging machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.